Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat tricuspid regurgitation (tr) with a grade of 5. The anatomy was very challenging. The tricuspid valve was very high to where the clip was barely out of the steerable guide catheter. Two clips were implanted successfully. A third clip was (71109u101) was advanced to the tricuspid valve and the clip was implanted successfully, reducing the tr to 4. However, the clip detached from the detached from the anterior and is on the septal leaflet (slda); tr remained at 4. A fourth clip delivery system (cds) (71011u178) was advanced to the mitral valve to stabilize the slda clip; however the clip was unable to grasp the leaflets due to the anatomy. The fourth clip was not implanted and was removed. The procedure was discontinued. A total of three clips were implanted, reducing tr to 4. The patient is stable. No additional treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not indicate a lot-specific quality issue. The mitraclip device was used on the tricuspid valve, which is considered an off-label use of the device. It should be noted that the mitraclip nt system instructions for use (IFU) states: the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to a combination of the challenging patient anatomy (tricuspid was sitting very high and a malcoaptation greater than 1cm gap) and procedural circumstances/user technique. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.